Event description:
The facility reported that a patient experienced a blood stream infection in 2009 after a clearlink set became separated. Cultures were taken, however, the results are unknown. It is unknown what interventions were required. The patient's outcome is unknown. The lot number is unknown and the sample was discarded. This is the 1st of eight blood stream infections reported by this facility. This is the master complaint for patient a. No other information is available.

Manufacturer narrative:
The sample was discarded and the lot number is unknown, therefore an evaluation could not be done.